Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: left side (non-snorkel) intraoperative type iiib endoleak is confirmed, but the persistent type iiib endoleak post-intervention could not be confirmed. Event-relatedness, procedure-related harms, and the final patient status could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1354. Conclusion code - remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx2 abdominal aortic aneurysm stent; during the initial procedure, a type iiib endoleak was observed. In response the physician also implanted a gore/viabahn (non-endologix) stent graft and two (2) additional gore (non-endologix) excluder cuffs (off-label use). After the volume of the leak was noted to decrease, the procedure was completed. There have been no additional patient sequelae reported.